Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The customer troubleshot with technical support. The customer was unable to duplicate the reported issue. The customer replaced the external oxygen sensor and all tests passed.

Event description:
It was reported that the ventilator generated an occlusion: safety valve open alarm. There was no patient involvement. Event date not specified: estimate used.